Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they forgot they had the insulin pump on and had gone into a pool. The customer stated the insulin pump turns on but the buttons do not work. There was fluid under the display. There was a small crack on the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.